Event description:
On (B)(6) 2011, pt reported there is moisture in the empty part of the insulin cartridge where the plunger used to be. This has happened with 2 cartridges that she has used. Pt did not notice any insulin leaking when she filled the cartridge and has not noticed any insulin leaking into the cartridge compartment. The moisture is only located in the empty part of the cartridge. Pt fills the cartridge with cold insulin and is otherwise filling the cartridge correctly. Cartridge was requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.